Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, and the patient status was normal after the procedure. The device was stored and prepared according to the instructions for use (IFU), and there were no visible signs of package or device damage prior to use. Femoral artery suitability was verified, with vessel diameter confirmed to be =5 mm. There was no calcium, plaque, stent, or stenosis greater than 50% near the puncture site, and the femoral site had not been previously closed within 30 days. No evidence of hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The procedure was performed via retrograde puncture of the right femoral artery using an 8f non-cordis sheath introducer. There was no difficulty connecting the sheath introducer to the device. The indicator wire cowling locked, no black was shown, an audible click was heard, and the physician did not place their thumb on the plug deployment button during retraction. At approximately a 50° angle, the backflow indicator flow stopped during withdrawal, and after the device was withdrawn about 1 cm, resistance was felt as if the indicator wire loop had hooked the vessel wall. The indicator window did not show red, and upon removal, the indicator wire loop was deployed without any obvious anomalies. The physician has many years of experience using the device. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, and the patient status was normal after the procedure. The device was stored and prepared according to the instructions for use (IFU), and there were no visible signs of package or device damage prior to use. Femoral artery suitability was verified, with vessel diameter confirmed to be = 5 mm. There was no calcium, plaque, stent, or stenosis greater than 50% near the puncture site, and the femoral site had not been previously closed within 30 days. No evidence of hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The procedure was performed via retrograde puncture of the right femoral artery using an 8f non-cordis sheath introducer. There was no difficulty connecting the sheath introducer to the device. The indicator wire cowling locked, no black was shown, an audible click was heard, and the physician did not place their thumb on the plug deployment button during retraction. At approximately a 50° angle, the backflow indicator flow stopped during withdrawal, and after the device was withdrawn about 1 cm, resistance was felt as if the indicator wire loop had hooked the vessel wall. The indicator window did not show red, and upon removal, the indicator wire loop was deployed without any obvious anomalies. The physician has many years of experience using the device. The device will be returned for evaluation.